Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
Its reported by the husband through the filing of a legal claim, that his wife underwent a total hip arthroplasty on (B)(6) 2012. It is further alleged that the hip failed and she is scheduled for revision on (B)(6) 2018.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Its reported by the husband through the filing of a legal claim, that his wife underwent a total hip arthroplasty on (B)(6) 2012. It is further alleged that the hip failed and she is scheduled for revision on (B)(6) 2018. Update (B)(6) 2018 as reported by rep via fax, patient was revised (B)(6) 2018: "patient was brought in for revision surgery on right hip. [Surgeon] debrided copious amounts of soft tissue, damaged from what he described as metal debris. [Surgeon] removed the liner and head and noted black metal debris present on.trunnion and inside head. Patient had a lot of discolored fluid and tissue removed.[surgeon] deemed the abductors insufficient from the damage and was forced to implant a constrained liner for stability.